Event description:
As the dilation catheter balloon was dialted to 12 atmospheres, the balloon ruptured. As the balloon was pulled back across the lesion & slowly into the guiding catheter there seemed to be more resistance on the wire than usual. Therefore the entire balloon & guide wire system were pulled out of the vessel all at the same time. Examination of the force balloon showed the balloon material to be misshaped. The distal half of the pet material had apparently been embolized or snagged within this firm & sharp stenosis. It was felt that when the balloon was withdrawn backwards, it sheered off the pet material which had become snagged in this very tight stenosis. It actually stretched the central core white plastic material of the balloon as the pet material was pulled off. The pt was taken to the o.r. For a redo coronary artery bypass grafting.